Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72", defib fault 76" and "defib disabled" messages. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.